Manufacturer narrative:
Evaluation summary: the analysis results found that the b12srt device was returned with the sleeve housing assembly cracked and the universal seal cracked in several pieces, making the instrument non-functional. No conclusion could be reached as to what may have caused the instrument damage. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that air leaked from the device when inserted clamp. Another device was used to complete the case. There was no adverse consequence to the pt.